Event description:
It was reported that the patient had an infection following a new catheter and pump implant. The entire system was completely removed. The patient outcome was not provided. The drug being used in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n179050008, serial#, implanted: 2008 (B)(6), explanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).